Event description:
It was reported that the aws radiation shield glass was broken during the period of time from operator off duty to the next day before work. No injury was reported. The radiation shield will be replaced.